Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt will be revised due to pain and pseudotumours around the hip joint. In (B) (6) 2010, the pt had a pain and pseudotumours around the hip joint. The pseudotumours compressed the femoral nerve and paralysis was noted. Now, the pseudotumours still remains though it has been going down. Around (B) (6), revision surgery will be performed to replace the metal liner by polyethylene one. The doctor thinks it is alval caused by mom.

Manufacturer narrative:
Depuy (B)(6), reports: the patient will be revised due to pain and pseudo tumors around the hip joint. Doi: (B)(6) 2008/ revision: not done yet. On (B)(6) 2008, tha was done. In (B)(6) 2009, the patient had a pain around the hip joint. In (B)(6) 2010, the patient had a pain and pseudo tumors around the hip joint. The pseudo tumors compressed the femoral nerve and paralysis was noted. Now, the pseudo tumors still remains though it has been going down. Around (B)(6), revision surgery will be performed to replace the metal liner by polyethylene one. The doctor thinks it is alval caused by mom. Adl: quite high primary disease: hip osteoarthritis patient weight: (B)(6). Metal shell was manufactured by (B)(4) medical material. Following investigation by bioengineering, notification was received that: conclusion: (B)(6). No surgery notes. Unusual patient anatomy, contra lateral hip has different version or the x-ray is skewed. Only ap x-rays. Cup is 45-55deg (looks parallel to the head). Low level of version on cup. Leg length and offset per the contra-lateral. Head centre level with greater trochanter. Visually - liner is very scratched with rim damage. Rim damage suggests post operative damage but this type of damage to the bearing surface is visible on other parts. Two areas with polished surface near rim and fine scratches in rest of surface. Unusual ring on outer diameter of liner and 1 crescent scuff. Visually - head - long scratch near pole, perpendicular scratches around circumference at equator. Individual scuff marks in this area. White area in taper with some darker areas. Root cause: undetermined - on going investigation. The complaint shall be closed with an undetermined conclusion. Should additional information be received, then the complaint shall be investigated further.